Event description:
It was reported that during an exploratory laparotomy procedure, when the clip was loaded, the device would not form the clip and the jaws would not close. The clip was placed in the jaws; the clip would protrude out of the jaws. The jaws would not close or seal the clip. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.